Event description:
During patient's IV remodulin consult (dose: 100mg/kg/min) patient reported that she has experienced an increased shortness of breath with activity. Denies increased shortness of breath at rest. Pt reports md is aware/patient discussed with md at last visit on (B)(6) 2022. Patient does have oxygen available to use and no changes in oxygen use reported. Pt reports about 2 weeks ago, issues with cadd ext set alarm, would sound "no disposable clamp "nothing was clamped. Pt denies pump issues no additional information at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown, pt. Reported increase breath with activity. If yes, was any medical intervention provided? Is the actual device available for investigation? Yes. Did we replace the device? Yes, did the patient have a backup device they were able to switch to? Yes. Reported to (B)(6) by: patient/caregiver.